Manufacturer narrative:
H11. D10. Concomitants - product information: 2406748-180-01-56 - nv crown cup clstr hole 56mm group 3; 2428120-120-65-20 - bone screw 6.5mm dia x 20mm long; 2484165-101-05-20 - 3.2mm drill bit 20mm 1pk ; 2544461-164-03-09 - element-stem, collared w/ha, std offset, sz 9; 2774532-170-36-00 - biolox delta femoral head 36mm od, +0mm; 2794435-120-65-20 - bone screw 6.5mm dia x 20mm long. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the left hip and then approximately 9 years, 4 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, difficulty with everyday activities, trouble walking and required revision surgery. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H6: corrected the following: component code, and investigation codes. Manufacturer narrative: based on the available information, the patient involved meets the following criteria for early prosthesis wear and/or osteolysis; implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.